Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to over 600 mg/dl with ketones. The infusion site and tubing were changed and insulin pens were used to address the bg level. On (B)(6) 2015, the customer went to the emergency room with a bg level of 424 mg/dl and was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip. The high bg and dka were resolved and the customer was discharged the next day. After changing the cartridge and infusion set, another occlusion alarm was received. The customer reverted to using manual insulin injections to manage diabetes.